Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that all keypad buttons responded as expected. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The animas pump was not identify and therefore, unknown. (B)(6).

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, all the buttons are not responding. The reporter indicated there was no damaged to the keypad. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. The patient will go to the backup plan as needed. There was no adverse event associated with this complaint.